Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the (malfunction or reported issue).

Event description:
Consumer reported that she found a tampon that was placed in insertion tube that had open petals which led to cuts and lesions with infection. Consumer saw pcp, no medication or treatment was prescribed. Consumer is doing fine.